Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the balloon blade became torn. A 4.00mm /1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During unpacking when the balloon blue protector was removed, it was noticed that the blade was already torn. The procedure was completed with a 3.5mm small peripheral cutting balloon¿. No patient complications were reported.

Manufacturer narrative:
The device was returned with the balloon protector still in position over the balloon. A visual and tactile examination of the shaft identified a complete break in the shaft polymer extrusion 250mm proximal to the tip of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The investigator removed the balloon protector cap; slight resistance was encountered as negative pressure could not be applied due to the condition of the returned device. The returned balloon protector inner dimension was within the specified range. A visual and microscopic investigation noted no damage to the balloon, tip or markerbands of the device that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage to any of the blades. All blades were present and full bonded to the balloon material. No issues were noted that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the balloon blade became torn. A 4.00mm /1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During unpacking when the balloon blue protector was removed, it was noticed that the blade was already torn. The procedure was completed with a 3.5mm small peripheral cutting balloon¿. No patient complications were reported.